Event description:
A peritoneal dialysis (pd) patient contacted to customer service to report that hand sanitizer is breaking her hands out and drying them out and peeling. Patient cannot use the hand sanitizer. Patient did not know what day she noticed the issue; the patient involvement was unknown; however, there was no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".